Event description:
It was reported that the ilet bionic pancreas was exposed to water while the user was swimming, after which the screen became nonfunctional and the user could not unlock or operate the device; blood glucose was reported unaffected, and the user reverted to backup therapy. Investigation included collection of event details and arrangement for device return and replacement. Further investigation of this case revealed a device display failure following water exposure. There was no user reported symptoms, and no reported clinical effects or injuries during the event. Outcomes included temporary interruption of device use and transition to an alternative therapy. It was concluded that, based on previously established findings for similar reports, the device malfunctioned due to environmental liquid exposure, and the device will be returned for evaluation.